Event description:
During product evaluation the pump failed for under-infusion (accuracy). There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30 2007. Evaluation summary:the condition of under-infusion (accuracy) was confirmed. Inspection of the device found that the pump under delivered due to a faulty pump head module. The pump head module was replaced. The pump was returned to the customer fully operational.